Manufacturer narrative:
Of the reported two malfunctions, lot number was not provided for both the malfunctions and the lot history review could not be performed. The samples were not returned to the manufacturer for inspection/evaluation. However; medical records were received for both the malfunctions. Therefore, the investigation is confirmed for the reported detachment and patient device interaction problem for both the malfunctions. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
A review of the reported information indicates that model rf320j vena cava filter allegedly experienced detachment of device or device component and patient device interaction problem. These information's were received from a various sources. Both the malfunctions involved patient with no patient consequences. Of the two malfunctions, both were female, aged 48 and 64 years and weight of the patients' were not provided.